Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, chpv was implanted to the patient with vp-shunt (the initial setting was 80 mm h2o). The patient was (B)(6) at that time and suffered from the hydrocephalus of congenital brain malformations. On (B)(6) 2016, the patient condition worsened. The surgeon tried pumping, but there was only few drainage of cerebrospinal fluid and the pressure setting couldn¿t be adjusted (the cam didn¿t rotate nor move). On (B)(6) 2016, the valve was explanted from the patient. On (B)(6) 2016, the revision was performed with another 82-3100 (the initial setting was 60 mm h2o). The patient is currently hospitalized in ICU and suffered from quadriplegia. The patient is being equipped with an artificial respirator but the patient seems to be spontaneously breathing. Eyes open to stimulation and csf is normal. There is no contamination of blood and debris into the cerebrospinal fluid. There is no further information provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: a cut in the silicon housing was noted, between the needle guard and the valve casing. This is due to a sharp or pointed object coming into contact with the silicone housing. The position of the cam when valve was received was 110mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve could not be flushed due to the damaged silicone housing. The valve was leak tested, leaked from the cut in the silicone housing. The catheter was irrigated, no occlusion was noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve could not be pressure tested due to the damaged silicone housing. Review of the history device records confirmed the valve product code 82-3100 with lot crhbhb, conformed to the specifications when released to stock in 18th july 2014. The root cause to the tear/cut in the silicone housing is probably being due to the user. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. No root cause could be determined for the programming problem reported by the customer, as this problem could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.